Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned with no alleged deficiency reported. During evaluation, it was found the probe has black lines on the image due to an internal failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The probe has black lines on the image.